Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty-two (62) em2400 valve sets were leaking lipids into a 2 in 1 bag while in use with an exactamix 24-ort pump. This issue was identified during pumping on the compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was clarified that the quantity of the affected product was two (2), [previously submitted as sixty-two (62)]. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: november 8, 2021 - november 9, 2021. H10: the actual devices were not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and leak was observed in port 2 only of one (1) companion sample tested. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.